Event description:
The doctor reported that an advisory message/error code occurred when the system was started up. Since it was an advisory message, the doctor touched the panel and the screen changed to a normal state. However, when he started the operation, the system stopped completely. The case was cancelled. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.